Manufacturer narrative:
One cadd solis hpca pump was returned for analysis with a damaged lens. Accuracy testing was duplicated to confirm he reported issue. The customer's complaint was not confirmed, and the issue could not be duplicated. The unit was tested through three accuracy tests. All three were around +1.7 to +2% well within the 3% spec.

Event description:
Information was received indicating that a smiths cadd solis hpca ambulatory infusion pump failed volumetric accuracy test. There was no patient involvement.